Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. During lead revision, it was noted that abrasions were observed on the lead. The patient experienced no adverse consequences.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.